Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's friend reported that her blood glucose level was 496 mg/dl. She treated her blood glucose level with 20 units of insulin via a shot. The device was not returned.